Manufacturer narrative:
Follow up 13-jun-2016: follow up attempts have been completed, without response to date.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060907) in united states on 18-apr-2016 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer had the essure procedure done and since then she has had heavy bleeding, excessive weight gain, constant pelvic pain, constant lower back pain, fatigue. The pain is so strong she has to stop what she is doing, including pulling over to the side of the road until the pain stops without moving, which makes it worse, until the pain passes. In order to function during the day, she has to take 6 pills 200 mg of motrin in the morning and 4/6 pills in the evening to be able to do things with children. Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment this non medically-confirmed, spontaneous case report refers to a female consumer who had constant pelvic pain and heavy bleeding (regarded as genital bleeding) since essure (fallopian tube occlusion insert) insertion. She stated she has to stop what she is doing due to the pain and has to take analgesics on a daily basis. These events are listed in essure's reference safety information. After essure insertion, abnormal genital bleeding and pelvic pain may occur. In this particular case, consumer reported years of pain and bleeding, which started in close association with essure insertion. Considering the positive temporal relationship between events and essure insertion and based on device safety profile; a contributory role of essure cannot be excluded. This case was considered an incident, since consumer's pain seems to have resulted in disability. In addition the non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.